Event description:
It was reported that a patient alert was received for out of range hv lead impedance. Review of data showed an increase in hv impedance over the past six months and one recent high, out of range hv lead impedance measurement. Programming changes were made to exclude svc. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).